Event description:
It was reported that a patient presented in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented for a right ventricular (rv) lead replacement due to unspecified oversensing. The rv lead was capped and replaced on (B)(6) 2021. The patient's condition was unknown.